Event description:
I had the essure procedure done in 2010. After experiencing a lot of pelvic and back pain, my doctor said it was normal and I sought a second opinion. New doctor did an ultrasound and was unable to find the coils. He scheduled a laparoscopic surgery to explore. One coil was found in my abdomen, the other perforated through my fallopian tube and extremely infected. I was put on antibiotics for 1 month and then taken back for a bilateral salpingectomy to remove my tubes.